Event description:
Additional information was received. The cause of the event was not determined. The distal section of the pipeline did not open, and the device had not been placed in a vessel bend when this occurred. Resheathing was attempted as an additional step to open the pipeline.

Manufacturer narrative:
Updated: b5, d9, h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were found open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed as the braid's distal and proximal ends were found opened and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was minimal, and the braid was not positioned in the vessel bend, which eliminates these factors as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than twice, over-manipulation, deployment techniques, delivering/retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline tip did not open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left c4 segment with a max diameter of 6 mm and a 3.5 mm neck diameter. The landing zone was 3.9 mm distally and 5.1 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered. Pru level met the standard. The angiographic result post procedure showed unobstructed blood flow. It was reported that the pipeline stent tip could not be opened. The physician tried many times and could not open it even after taking it out of the body. The problem was solved immediately after replacing the stent. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU) and was not used off-label. No patient symptoms or complications were associated with this event.